Manufacturer narrative:
Results: the returned jet7 was fractured at approximately 40.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture. If the device is forcefully advanced against resistance, damage such as a kink may occur. If the kinked device is further manipulated, the kink may worsen to a fracture. The non-penumbra 8f sheath was not returned for evaluation; therefore, the cause of the reported resistance was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra 8f sheath, and a non-penumbra guidewire. During the procedure, while advancing the jet7 over the guidewire through the 8f sheath, the physician experienced resistance and subsequently noticed that blood was leaking out. It was reported that the jet7 broke and braided material was exposed; therefore, the jet7 was removed. The procedure was completed using another catheter and the same sheath. There was no report of an adverse effect to this patient.